Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: [hospital]: during the dissection phase, it is specified that the doctor clipped at the level of the cystic artery and the user presented bleeding at the level of the cystic artery, she mentions that she tried twice more and it did not work. The product is available for return. Additional information received from [customer], via email on 09sep2024: the case was completed with the use of sutures. The clip was successfully loaded into the jaws upon actuation. The trigger was pulled correctly. Yes, the surgeon fully skeletonized the vessel prior to using the clip applier - I perform the procedure correctly. The surgeon did not use the clip applier to skeletonize tissue. The clip closed completely. The problem is observed from the first clip. 11x100mm trocar, advanced fixing applied trocar was used. The clip was correctly positioned. Yes, a clip was loaded into the jaws prior to the device's insertion/removal through the trocar. A loaded clip was manually removed from the jaws. There was no resistance in trigger actuation. The trigger could be activated without problem. Type of intervention: use of sutures. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as no visible or relevant nonconformances were observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: cholecystectomy. Event description: [hospital]. During the dissection phase, it is specified that the doctor clipped at the level of the cystic artery and the user presented bleeding at the level of the cystic artery, she mentions that she tried twice more and it did not work. The product is available for return. Additional information received from [customer], via email on 09sep2024: the case was completed with the use of sutures. The clip was successfully loaded into the jaws upon actuation. The trigger was pulled correctly. Yes, the surgeon fully skeletonized the vessel prior to using the clip applier - I perform the procedure correctly. The surgeon did not use the clip applier to skeletonize tissue. The clip closed completely. The problem is observed from the first clip. 11x100mm trocar, advanced fixing applied trocar was used. The clip was correctly positioned. Yes, a clip was loaded into the jaws prior to the device's insertion/removal through the trocar. A loaded clip was manually removed from the jaws. There was no resistance in trigger actuation. The trigger could be activated without problem. Type of intervention: the case was completed with the use of sutures. Patient status: no patient injury.